Event description:
The user facility reported that during a therapeutic transurethral resection of the prostate procedure, the device continuously alarmed and displayed an "ER 02" warning message on the front display of the device. The users reportedly continued to activate the device while the device alarmed, indicating that the recommended maximum output time had been exceeded. The procedure was completed with the same device and there was not pt injury, however, the device was said to have stopped operating just as the procedure was completed. The users reported to have smelled smoke emanating from the device following the completion of the procedure, but did not observe any visible smoke.

Manufacturer narrative:
Olympus followed up on this report, and was informed that the user was aware that the device was alarming, and elected to complete the task being performed at the time. The device referenced in this report was returned to olympus for eval. The device powered on and displayed an "ER 02" warning message on the front display when tested. The oscillation board was determined to be damaged. When the device was tested with a test oscillation board the unit passed standard tests and procedures. The cause of the reported phenomenon was determined to be due to user mishandling. The ues-40 instruction manual states: "the maximum output time should be 10 seconds and there should be an interval of 30 seconds between outputs." The ues-40 instruction manual also advises users that the device detects the high-frequency output time and activates the following functions if the continuous output time exceeds 60 seconds: an error code will be displayed, warning indicator will light, an alarm will sound, and output will be disabled. This report is being submitted as a medical device report in an abundance of caution.